Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributer contacted animas alleging an audio tone issue with the pump. The vibratory feature of the pump was reportedly functioning appropriately. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during testing, the pump was powered on to the "verify" screen with vibrations only. The pump's audio tones were not functioning. The pump case was removed and a cold/cracked solder was observed on the piezo. The cold/cracked solder was re-soldered and the pump's audio tones functioned appropriately after the pump was rebooted.